Event description:
Situation: sutures being applied at bedside. When applying needle with use of needle driver the needle fell off of the thread; the needle was lodged within the patient's tissue. Needle removed without discomfort or further needed intervention. When using another needle, the needle again broke off of the thread. Background: attempted closure of healing stage 4 coccyx pressure ulcer. Assessment: no harm to patient, no intervention needed.